Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump froze during bolus setting. Customer removed and reinserted the battery, and the insulin pump alarmed a button error and would not stop beeping. Customer's blood glucose was 481 mg/dl. Customer experienced thirst. Customer treated her high blood glucose by manually injecting the insulin in the reservoir due to not having a needle. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.